Event description:
It was reported that the patient got a 574 error code on the patient programmer (pp) the day prior to the report and stimulation stopped working. The patient was panicking about a loss of stimulation. The manufacturer¿s representative (rep) saw the patient on (B)(6) and apparently there was no programming on the battery. The ¿clinician programmer¿ was reviewed and it was seen that she had a program set but unfortunately the patient¿s battery showed no programs. The rep. Was unsure why the message popped up. At the time of the report the patient was receiving great coverage.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n492971, implanted: (B)(6) 2015, product type: accessory. (B)(4).